Manufacturer narrative:
The hillrom technician found the brake detent needed to be replaced. Per the hillrom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician quoted the brake detent and the account cancelled the repair advising the account's technician would replace the brake detent. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed was coming out of brake mode when the bed was bumped. The bed was located in labor and delivery at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).